Event description:
It was reported that a revision surgery was performed due to limited flexion.

Manufacturer narrative:
The returned genesis ii articular insert was examined visually to evaluate the insert for features that may have contributed to the reported range of motion issue. No destructive testing was carried out. Both the medial and lateral articulating surfaces showed burnishing on the central portion of the insert where femoral component contacts the insert at low flexion angles. No burnishing was observed posteriorly on the articulating surface of the insert where contact usually occurs at higher flexion angles. The inferior surface showed local areas of burnishing which indicates the insert was fixed in the tibial tray. The cause for reported range of motion issues could not be conclusively explained by the features seen on the insert.